Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is getting a shock from the stimulator. During call, it was advised to bring down the stimulation to resolve this. Caller brought the stimulation from 1.0 to .9. The shocking happened 3 times today and seemed to happen when patient had to void. The stimulation was brought down but the caller said they were not sure if that will help and would only know when patient had to go again.